Event description:
The patient's anatomy was defined as patent ductus arteriosus. A 5/4 pda device via a 6fr long sheath was used to close the ductus arteriosus. Both sheath and device are provided by aga medical and are sized to fit. The device was placed into the loader successfully, however when the loader was attached to the sheath, the device would not load into the sheath. We exchanged for a new sheath which also proved to be a little tight, but we were able to successfully introduce the device. The sheath and loader were saved with the cable. Since the pda device was deployed into the patient, we do not have it for testing.